Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed counterfeit tamper seal and top case present on the pump. A review of the event history log identified invalid syringe size. Functional testing included checking the size calibration verification of both quality control slugs and performed size calibration. All the size reading within the required specifications and size calibration was performed and passed. All though all the size reading within the required specifications, but the size value is not steady it fluctuated continuously as a result of normal wear. The root cause of the problem was related to normal wear of the pump as it is over 15 years old. Replaced size pot and barrel clamp head for preventive. Performed maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump failed to calibrate the syringe size. No patient injury was reported.